Manufacturer narrative:
The insulin pump passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failure alarm and the motor arm cannot communicate with the main arm alarm. Alarms confirmed in pump history (variable info = 3) due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer's blood glucose level was unknown. The product will be returned for analysis.